Event description:
It was discovered that this pacemaker system and remote communicator was in a valid radio frequency (rf) overuse condition. It was determined that the communicator was located near multiple electronics. The patient was to move the communicator to a different area of the house. Furthermore, the health care professional (hcp) called in for a review of the remote transmission and was concerned about premature battery depletion. A save to disk was sent in for engineering analysis and confirmed the rf interference is impacting the device longevity. It was also noted there was a right ventricle automatic threshold (rvat) test that was in suspension mode and review of logbook noticed an increase in rvat due to a large increase in premature ventricular contraction (pvc) burden. At this time, the device remains in service. No adverse patient effects were reported.